Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2015 with the following findings: visible corrosion/rust found inside the battery compartment. Leak test failed due to battery compartment leak. Battery crack at the battery compartment threads above the bumper. Investigators were unable to power up pump. Unable to perform all required steps of this investigation due to no power. Pump opened; no further evidence of moisture found internally. Returned battery cap used to perform investigation. No damage to the battery cap, cap securely attaches to pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.